Event description:
Customer reported via phone call that there was a keypad anomaly. The blood glucose reading is 263 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damage keypad traces. No unexpected numbers ramping noted. The insulin pump received with broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.